Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several stent struts throughout the majority of the stent that were pulled, distorted and misaligned. The distal end of the stent was pulled over the tip. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). Following pre-dilatation, a synergy¿ stent was deployed in the proximal rca. Subsequently, a 2.50 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). Following pre-dilatation, a synergy stent was deployed in the proximal rca. Subsequently, a 2.50 x 20 synergy&#10244;rug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.